Manufacturer narrative:
To date the device has not been returned to the MFR for evaluation. If further info is rec'd or the device returned, a follow-up medwatch report will be sent.

Event description:
The manufacturer's rep reported that the device was explanted due to infection. Further info has been requested from the hcp but has not been rec'd at the time of this report. A follow-up report will be sent if further info is rec'd.